Event description:
Hcp reported the pt had a pump and catheter replacement in 2004 after 21 months of use. No reason for replacement was noted. A follow up report will be sent when additional info is obtained.